Event description:
During an exploratory diagnostic laparoscopy for the right ectopic pregnancy the surgeon was transecting the right infundibulopelvic ligament with the device. The device was closed and fired and a "bad cracking sound" like the device broke was heard. The jaws of the device would not open. The surgeon attempted to push the release button and pry the handles open without success. A second device was fired proximal to the first device and cautery was used on the medial side. The first device could then be removed. Once out of the pt they attempted to open the jaws of the device without success. The device is being returned with tissue in the jaws. 11/15/96 0924 surgeon called back and confirmed the info as reported by the sales rep. Surgeon stated this occurred on the first firing. When the instrument was closed on the tissue, it made a noise. Then it was fired and made more noise. The instrument would not open. Surgeon had to fire another instrument twice, and use cautery to dissect the instrument out and control bleeding. The pt was kept in the hosp for 24 hrs and was discharged in stable condition.